Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a 450cc mentor memorygel breast implant. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. The complaint was not confirmed. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 400cc mentor memorygel breast implant, catalog #3504001bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 450cc mentor memorygel breast implant. Rupture was diagnosed through ultrasound on 1/29/2018. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implant was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5592301 was reviewed on 4/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).